Manufacturer narrative:
The biomedical engineer reported that the gas unit was getting a gas device error. They decided to purchase a new device. No patient harm was reported. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 05/05/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but they did not provide the patient information requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the gas unit. Bedside monitor. Model: bsm-6701a. Sn:(B)(4).

Event description:
The biomedical engineer reported that the gas unit was getting a gas device error. They decided to purchase a new device. No patient harm was reported.